Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0780 showed one similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter had a breakage at the proximal end during catheter flushing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. The sample was received with a loose unassembled two-piece connector. Microscopic inspection of the sample did not reveal any evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed both the catheter and connector to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported that the catheter had a breakage at the proximal end during catheter flushing. No other information was provided.